Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of aseps0021 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the connector on the y is leaking during chemo treatment and the patient and nurse were exposed to blood and chemo drug.